Manufacturer narrative:
Block h6: imdrf code e2009 is being used to capture the reportable event of laceration(s). Imdrf code f2301 is being used to capture the reportable event of additional device required. Imdrf code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Correction: block b5: event description has been updated to include the patient's condition following the procedure.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. The procedure was completed. During withdrawal, a 4cm esophageal laceration was observed. The laceration was repaired using an x-tack device. The patient was hospitalized for 4 days following the procedure. There were no further complications, and the patient was discharged on (B)(6) 2025. Post-procedure, the patient developed hoarseness and required vocal cord rehabilitation. No additional symptoms have been observed at this time.

Event description:
It was reported to boston scientific corporation that an overstitch nxt endoscopic suturing system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. The procedure was completed. During withdrawal, a 4cm esophageal laceration was observed. The laceration was repaired using an x-tack device. The patient was hospitalized for 4 days following the procedure.

Manufacturer narrative:
Block h6. Imdrf code e2009 is being used to capture the reportable event of laceration(s). Imdrf code f2301 is being used to capture the reportable event of additional device required. Imdrf code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.